Manufacturer narrative:
This supplemental report is being submitted for a correction to d8.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a root cause could not be identified.should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the high flow insufflation unit exhibited no gas supply. The issue occurred during inspection for use. There were no reports of patient involvement.